Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During device f/u performed on (B)(6) 2011, an anomaly was noticed in one of the recorded episode: 2 "ap" markers (corresponding to atrial pacing) were displayed on the intra cardiac egm, whereas the device is a single chamber pacemaker, programmed in vvi pacing mode. An explanation was requested.